Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Which was suspected to be caused by calcification but the trending appears to be stable. The plan is continuing to be monitored. At this time, this rv lead remains in service and no adverse patient effects were reported.